Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the power conversion board was not providing the required power to the standalone board to turn on the generator. Power conversion board was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that during spinal fusion procedure, the imaging system was unable to get a green status for x-ray state. During troubleshooting, representative rebooted the system and unplugged/reseated the umbilical cable but the issue persisted. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The power conversion enclosure was analyzed it failed the functional test and indicator was off. Analysis found that the reported event was related to a electrical issue.